Event description:
It was reported that the customer's insulin pump alarmed motor error. The blood glucose reading was 23.8mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. It was stated that the customer dropped the insulin pump after the alarms occurred. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. Unable to confirm the motor error alarms due to the alarms. However, the motor passed the motor test. The device was received with scratched lcd window, cracked case display window corner, battery tube threads, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.